Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturing ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade. During the procedure, a tamponade was detected. There is no information regarding interventions, extended hospitalization, or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There is no information regarding transseptal needle, sheath, generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Force visualization features included dashboard, vector, and visitag. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.